Manufacturer narrative:
Continued e.1 initial reporter - phone: (B)(6). Continued h.6. Health effect - impact code: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. Cyst: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "extracapsular rupture", deformation of breast", "cysts" (non device related), and "fibroadenomatosis" (non device related). The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: cyst-ndr: not applicable as the event is not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package.

Event description:
Healthcare professional reported right side "extracapsular rupture", deformation of breast", "cysts" (non device related), and "fibroadenomatosis" (non device related). The device has been explanted.